Event description:
It was reported a device infusing milrinone had an unknown rate change. It was further reported through the interface logs that a user did change the rate. Customer is requesting a log review to confirm interface messaging. There was patient involvement and no patient harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported a device infusing milrinone had an unknown rate change. It was further reported through the interface logs that a user did change the rate. Customer is requesting a log review to confirm interface messaging. There was patient involvement and no patient harm.